Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of blood glucose and sensor reading anomaly. The father states the customer had a seizure and was in a coma and given glucagon. The father states the physician made adjustments on the customer's insulin pump. The father states the device went into threshold suspend. The customer's current blood glucose level was 158mg/dl. Troubleshooting was conducted. The device passed the displacement test. The customer was advised to monitor device and call back if issues persist.